Event description:
Pt had malfunctioning ICD. Eval of the defibrillator, after the pt received a shock, showed that there was noise in the lead system which could not be alleviated by software reprogramming. Required medical intervention.